Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined svc (superior vena cava) coil impedances and had triggered a svc lead impedance warning. The svc coil of the rv lead was programmed off. The rv coil and pace/sense portion of the rv lead remains in use. No patient complications have been reported as a result of this event.